Event description:
A health care professional reported that cutter did not work at all and aspiration was present at an unknown timing. The procedure details were unknown. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).